Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. The insulin pump had minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the screen looked like it would shatter. The customer reported that the words would not pop up as it should. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.